Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 335 mg/dl, and chest pains. Reportedly, manual injections were delivered to address bg levels, and customer took nitroglycerin to address chest pains. Customer's clinical diabetes specialist believed the reported issue was due to the pump settings needing to be adjusted. During troubleshooting with tandem technical support, the customer noted the pump time was inaccurate by 15 minutes. The customer does not believe the pump time being inaccurate contributed to customer's bg level. Tandem technical support guided the customer through adjusting the pump time. The customer did not report how the pump time became inaccurate. Customer's clinical diabetes specialist reached out to customer's health care professional to discuss pump settings.